Manufacturer narrative:
The technician found the connection piece on the power control board assembly for nurse call is broken off. The technician replaced the power control board assembly to resolve the issue.

Event description:
Technician alleged that the nurse call function is not working. No pt impact.